Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as bruise.there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triacolomaine for the skin irritation. Follow up indicated that the skin irritation improved.